Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.505.004, lot: 8164700, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 14. Dec. 2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the handle for 90 degrees screwdriver (p/n: 03.505.004, lot #: 8164700) was returned and received at us customer quality. Upon visual inspection, it was observed that there were nicks on the device which has no impact on the functionality of the device. No other issues were identified with the returned components of the device. Functional test: the functional test was no performed on the returned device as the screwdriver handle was received by itself. Can the complaint be replicated with the returned device? Unable to perform dimensional analysis: the dimensional analysis was performed on the returned device. The outer diameter of the screwdriver handle was measured to be within the specification. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed handle f/screwdriver 90 degrees , griff 2. Complaint confirmed? No, the complaint condition cannot be confirmed as the device was returned by itself. Investigation conclusion the complaint condition is un-confirmed for the handle for 90 degrees screwdriver (p/n: 03.505.004, lot #: 8164700). There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional codes: dzi, dzj. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, two (2) 90 degree screwdrivers would not lock a screw into a plate. It is unknown if there was a surgical delay. The procedure outcome is unknown. No patient consequence. This is report 3 of 4 for (B)(4).